Manufacturer narrative:
Corrected information provided in d.4., h.2 and h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photo of the sample was visually inspected and confirmed a tiny hole on the suction elastomer. The observed defect most likely resulted in customers complaint. The root cause of the customer's complaint could not be conclusively determined as device history records indicate the finished goods lot was built and released per specifications. After an investigation of this complaint, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was a small hole on cassette. It was found that the package occurred leakage and system message was displayed during vitrectomy surgery. The surgery was completed by replacing with another one. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).